Event description:
It was reported that the patient was implanted with an obtryx ii system - halo. As a result of the mesh implant, it was noted that the patient had experienced dyspareunia, chronic and severe pelvic pain, mental and physical pain, permanent injury, permanent and substantial physical deformity, has undergone and likely will undergo further corrective surgery or surgeries, and has suffered financial or economic loss, including, but not limited to obligations for medical services and expenses. On (B)(6) 2022, the patient underwent a pelvic examination, in which it was noted that the sling was palpable at the introitus. In (B)(6) 2023, the patient presented pelvic pain and vaginal bleeding. Examination revealed tenderness along the mesh. Additionally, they noted an area of granulation that had not been identified priorly. On (B)(6) 2023, the patient underwent removal surgery of the sling and a cystoscopy. It was noted that the pain and bleeding was likely related to the device. By (B)(6) 2024, the patient had completed two months of pelvic floor physical therapy; however, symptoms of stress urinary incontinence, bladder pain, groin pain and leg numbness started to worsen. A pelvic magnetic resonance imaging (MRI) was ordered. On (B)(6) 2024, the patient presented for worsening left groin pain. After the neurologist's evaluation of the symptoms and the MRI results, the physician believed that mesh could be a contributing factor to her left leg numbness and decreased strength. The pelvic MRI did not show obvious obturator nerve entrapment. On (B)(6) 2024, an additional MRI showed no appreciable sites of nerve entrapment. Specifically, there were no appreciable abnormalities along the course of the right obturator nerve. However, narrowing of the bilateral ischiofemoral and quadratus femoris spaces were noted, along with a mild edema signal in the right quadratus femoris muscle. This appearance would support a clinical diagnosis of ischiofemoral impingement.

Manufacturer narrative:
Block b3 date of event: the exact event onset date is unknown. The provided event date of october 14, 2016, was chosen as a best estimate based on the date of mesh implant. Block e1: this event was reported by the patient's legal representation. The implanting physician is: (B)(6). The explanting physician is: (B)(6). Block h6: the following imdrf patient codes capture the reportable events of: e2330 - pain. E2006 - erosion. E1405- dyspareunia. The following imdrf impact codes capture the reportable events of: f1905 - vaginal mesh removal. F1202 - disability.